Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a lead was replaced via normal surgical protocol on (B)(6) 2013. It was noted that the lead was completely broken and replaced with a new lead. The patient did not require hospitalization. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v433191, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and high impedances were measured. It was also reported the patient had a return of symptoms, approximately, two months prior to report, following a possible fall around the same time. It was also stated the patient had a history of falls. An impedance test was run on the patient's device and all contacts were reported to be greater than 2,000 ohms. It was reported the battery status was "okay" with a voltage of 3.74. The caller was redirected to the patient's healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead. (B)(4).